Event description:
Report received that the device over-delivered during preventative maintenance testing. The report stated that the pump was taken off the shelf in the anestheisa department and sent to the biomedical engineering department after finding that the "batteries wouldn't hold a charge." The 9 volt batteries were replaced and then an installation test was performed on the pump. During testing the pump was found to overdeliver by an unspecified amount. The reporter stated that there was no pt involvement. It was unknown by the reporter when the pump was last in clinical use. Although requested, no add'l info was available.